Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly observed in the field. The insulation was abraded under the rv coil and the sensing cable and pacing coils were exposed. Noise may occur when the pacing coil is not isolated from the shock coil. The insulation was also abraded from the inside out at 52cm to 54cm from the connector pin and the blue cables were exposed.

Event description:
It was reported that the lead exhibited noise. X-ray revealed insulation damage. The lead was explanted and replaced.